Event description:
A malfunction was reported on a customer's pump. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and they were advised to contact support again if the problem recurred.